Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "94" was confirmed. Service determined that the cause was due to depleted main batteries. The main batteries were recharged and the configuration settings were reset to resolve the issue.

Event description:
The facility reported a flogard infusion pump that presented "alarm f94". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.